Event description:
It was reported that a malfunction alarm, specifically malf 12, occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.